Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that after firing the tlh90 instrument, the instrument was opened and the stomach wall on staple line got stuck to the instument. The surgeon tried to loosen the tissue and discovered that the staples were not formed well(open "b" form). The surgeon did not trust the staple line and placed add'l sutures to complete the case.